Event description:
It was reported that this right atrial (ra) lead showed noise and lead mains in service. The physician attempted implant of a new lead but was not successful for unknown reasons. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.